Manufacturer narrative:
Analysis received the unit with intermittent button response due to a corroded keypad traces. There was no button error alarm noted. The unit passed selftest, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. There were no excessive no delivery alarms or unexpected dark circles noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received button error alarm and no delivery alarms. The customer's blood glucose was 450 mg/dl at the time of incident. The customer stated there are dark circles on the screen and nothing is working. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.